Event description:
During a rotational angioplasty, the physician was unable to advance or withdraw burr. The entire system was removed. A dissection became apparent. A perfusion balloon was used to seal the dissection.